Manufacturer narrative:
Sections a and d: specific patient information and device serial number are documented as unknown. Details are listed in the attached article. Device was implanted at time of event. University hospital of lausanne, switzerland. Kikoïne, j., nowacka, a., schukraft, s., abdurashidova, t., yerly, p., tozzi, p., ltaief, z., rosner, l., hullin, r., & kirsch, m. (2024). Clinical outcomes of heartmate 3 left ventricular assist device support with a bridge to transplant vs a destination therapy strategy: a single-centre retrospective cohort. Swiss medical weekly, 154, 3529. Https://doi.org/10.57187/s.3529. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported through the research article ¿clinical outcomes of heartmate 3 left ventricular assist device support with a bridge to transplant vs a destination therapy strategy: a single-centre retrospective cohort¿ that heartmate 3 (hm3) may be associated with infection, stroke, bleeding, transplantation, renal dysfunction, and death. This single-center retrospective study evaluated 71 patients who were implanted with hm3 between nov2015 and oct2022. The median follow-up duration was 18.3 months. The study aimed to compare the profile and clinical outcomes of patients supported with a hm3 left ventricular assist device (lvad) at their institution, with a focus on whether the patients' preimplantation strategy was bridge to transplant (btt) or destination therapy (dt). The average age of patients was 58 years. 63 of the 71 patients were male, and 8 were female. Out of the total 71 evaluated patients, a total of 13 patients passed away. 18 patients received temporary right ventricular assist device (rvad) support (p=0.13); 12 patients experience renal dysfunction requiring temporary dialysis(p=0.08). 35 patients experienced bleeding (p=0.06), of which 23 required surgical intervention (p=0.17), and 14 of the bleeds were specifically gastrointestinal (gi) (p=0.2), 2 patients experienced post traumatic intracranial bleeding (p=0.08). 8 patients experienced either an ischemic stroke or a transient ischemic attack (tia) (p=0.19). 1 patient died due to the stroke, and 1 additional patient experienced a permanent disability due to the stroke. 50 patients experienced some sort of ventricular assist device (vad) related infection (p=0.45), of which 48 of the patients experienced some sort of driveline culture infection, 10 experienced a driveline surgical infection, and 2 experienced a pump infection. 4 more patients had vad related mediastinitis infection (p=0.31). 29 patients experienced a heart transplant, and 1 final patient had their lvad explanted as part of their recovery from peripartum cardiomyopathy. The study concluded that although hm3 lvad demonstrated favorable survival in patients with advanced heart failure, patients in the dt group had a poorer prognosis compared to those in the btt group.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate 3 left ventricular assist system (lvas) and the reported events could not be conclusively established through this evaluation. The serial number or other identifying information of the product was not reported and was not able to be determined during the investigation. The heartmate 3 lvas IFU and the heartmate 3 patient handbook are currently available. Section 1 of the IFU lists potential adverse events, including stroke and death, that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.